Event description:
Customer reported that the insulin pump alarmed motor error during prime process. Blood glucose is 170 mg/dl. Customer does not use the sensor feature and is unable to rewind the insulin pump. Customer stated he was changing the infusion set and reservoir and cannot complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the constant motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.